Event description:
Ambulance personnel were transporting a pt, condition unknown. An attempt was made at monitoring the pt using defibrillation electrodes and the paddles mode. Allegedly the device displayed excessive artifact and the pt's ECG could not be discerned. There were no adverse effects to the pt reported as a result of the alleged malfunction.